Event description:
Pt anesthestized and procedure started. The machine developed a failure message as soon as procedure was started. Procedure was stopped and had to be rescheduled. Machine displayed "24 volt system failure."